Event description:
Reporter indicated the seizure increases were felt to be due to disease process and not the vns. Medication was increased and the seizures did improve. The level of the seizure increase was not recalled. Additionally, the seizures also improved after the generator was replaced on (B)(6) 2012. All attempts to the hospital for return of the explanted vns generator have been unsuccessful to date.

Event description:
Reporter indicated the patient had vns generator replacement performed on (B)(6) 2012. Attempts for return of the explanted generator are in progress.

Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient was experiencing increased seizures requiring hospitalization. The patient improved but seizures began to increase again. Vns settings were adjusted and medication was added as interventions for the seizures. The vns magnet does abort some seizures. Prophylactic replacement of the vns generator is likely, but has not occurred to date.